Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms on multiple occasions. Technical services (ts) recommended options including rv evaluation, commanded shock or rv lead replacement. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted and replaced. The new rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms on multiple occasions. Technical services (ts) recommended options including rv evaluation, commanded shock or rv lead replacement. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.